Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed about one month prior. According to the complainant, approximately one month after placement the device was found to be ruptured. No fragments remained in the patient. Procedure completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.